Event description:
It was observed, that during the device evaluation. The flex video scope exhibited deterioration of the glues of the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The legal manufacturer's investigation is ongoing. This report will be supplemented, when new and relevant information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction to g3 of the initial medwatch. The aware date should be 08/20/2024, d5, d8, g2(unselect user facility). Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 04 years since the subject device was manufactured. Based on the results of the investigation, it is likely the suggested event occurred by physical stress by hitting or dropping the distal end, chemical stress from chemical solutions used, or the like. However, a definite root cause that led to the malfunction could not be identified. The event can be prevented by following the instructions for use which state: IFU ltf-s300-10-3d operation manual important information ¿ please read before use: contraindications, warnings, and precautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU ltf-s300-10-3d reprocessing manual 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion operation manual. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterilization by sterrad 100s/nx/100nx system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus. Olympus will continue to monitor field performance for this device.